Manufacturer narrative:
The patient's weight was recorded as (B)(6), but no units were reported. The patient reported the event date as (B)(6) 2016 while the product manufacture date was 08/01/2017. See MFR: 3012307300-2018-01885.

Event description:
It was reported that the cleo® 90 infusion set accidentally came off during use. The blood glucose reading at the time of the event was 470 mg/dl. The patient resumed insulin therapy successfully. No other adverse health outcomes were reported.